Manufacturer narrative:
Per completed vendor evaluation, the complaint is not confirmed. No flowrate or pressure discrepancies were observed. The unit passed all bench tests before and after conducting a four hour burn-in verification test.

Event description:
It was reported that the outflow pressure was not consistent during an rcr case. They decreased the pressure to complete the case with the same pump. There was no patient injury.